Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: bubbles: no observed. Rupture: observed openings on posterior and radius side assessed as surgical damage. Additional observations: observed non penetrating nicks on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported "bubbles on/in the implant.¿ the device has been explanted and replaced.